Manufacturer narrative:
The failure investigation has been completed and the alleged temperature alarm issue was verified in the pump logs; however, no failure was identified. The alleged battery issues was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms while charging the pump. In addition, the customer received a power source alert after plugging the pump into a wall outlet. The customer reported the battery gauge jumped from 20% to 100% then back down to 20%. Subsequently, the battery full depleted and the pump shut off due to insufficient power. The customer's blood glucose level was 136 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.